Manufacturer narrative:
The sheath was returned and went through sterilization with the dilator inserted. The dilator was removed to proceed with further analysis. The sheath was prepared for leak testing by purging out the air in the sheath with deionized water. A leak from the handle was observed and testing was no further continued. The sheath's handle cap and valve cap were removed to examine the flush lumen and hemostatic valves under the microscope. No damage was observed on the flush lumen and external hemostatic valve. However, the internal hemostatic valve had tears by the center slit. This type of defect can compromise the valve's ability to seal pressure and fluid within the sheath. This finding indicated the potential source of leakage. Additionally, the internal valve was found deformed potentially due to the dilator being inserted in the sheath for an extended period during storage/shipping.

Event description:
It was reported that a faradrive steerable sheath during a persistent atrial fibrillation procedure which it's considered off-label use, presented a leak. After tsp and after insertion of non-bsc mapping catheter, physician noticed sheath hemostatic valve was leaking around the catheter. Physician asked for new sheath due to leaking hemostatic valve. Procedure completed using an alternate device. No patient complications. The sheath has been already returned.

Event description:
It was reported that a faradrive steerable sheath during a persistent atrial fibrillation procedure which it's considered off-label use, presented a leak. After tsp and after insertion of non-bsc mapping catheter, physician noticed sheath hemostatic valve was leaking around the catheter. Physician asked for new sheath due to leaking hemostatic valve. Procedure completed using an alternate device. No patient complications. The sheath has been returned.